Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed a large air bubble in the pigtail tubing of the cartridge. Customer attempted to prime the tubing; however, customer reported no insulin was coming out. Customer changed the cartridge and reported the issue was resolved. Customer's blood glucose was 148 mg/dl.